Manufacturer narrative:
The biomedical engineer (bme) reported that they have a recorder system error near button where menu is. This happened after he got the central nurse's station (cns) out of a boot loop. Tech support (ts) asked if there was a recorder connected to the cns, and he stated there was not. Ts informed him that rebooting the unit may clear the error message. If the issue persists, the cns would need to be sent in for repair to replace the hdds. (B)(6) stated he was more interested in exchanging the unit since the device has a history of boot looping and repeated hdd replacements. The customer will advise the nurse that this error does not affect patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have a recorder system error near button where menu is. This happened after he got the central nurse's station (cns) out of a boot loop. Tech support (ts) asked if there was a recorder connected to the cns, and he stated there was not. Ts informed him that rebooting the unit may clear the error message. If the issue persists, the cns would need to be sent in for repair to replace the hdds. (B)(6) stated he was more interested in exchanging the unit since the device has a history of boot looping and repeated hdd replacements. The customer will advise the nurse that this error does not affect patient monitoring. No patient harm was reported.